Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report from the service department of olympus (B)(4) (oekg) and the former similar cases, there was the possibility that the reported phenomenon was attributed to the physical stress, chemical stress, poor storage environment, aging deterioration for the subject device, etc. Or it might have occurred due to the physical damage to the subject device such as the squeezing to the insertion tube during the reprocessing or insertion into /withdrawing from the patient body. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the insertion tube of the subject device was partially peeled off more than 1mm2 during the incoming inspection for the repair at the service department of olympus europe se & co. Kg (oekg). There was no report of patient injury associated with this event.